Event description:
Per complaint (B)(4), a patient's buccal bone fractured during the placement of their dental implant. A bone graft had to be performed. Dehiscence was also reported. The implant was removed within the same visit.